Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the battery longevity. When the battery gets low the insulin pump just powers off. The insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose level was between 150 mg/dl and 220 mg/dl. The device was not returned.